Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon ruptured occured. The target lesion was located in a coronary artery. A 1.50mm x 8mm emerge balloon catheter was advanced for dilatation. However, when dilation was started in the lesion, it was noted that the balloon decompressed before reaching nominal pressure and the balloon ruptured. The device was removed from the patient's body smoothly. The procedure was completed with another 2.0x8mm emerge balloon catheter. No patient complications were reported.